Event description:
Covidien received information that the 840 ventilator stopped cycling and had smoke coming out of from the back of the ventilator. The patient was disconnected from the ventilator and connected to a different ventilator. There was no negative impact to the patient. Covidien tech support engineer (tse) troubleshot this issue with the customer and recommended replacement of the graphical user interface (gui) pcb, covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).